Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was beeping for several months. Technical services (ts) reviewed the reports and noted that there were several out of range pacing impedance alerts on the right ventricular (rv) channel dating several months back. The impedance was high out of range. The device was reprogrammed. Ts provided additional reprogramming suggestions. The patient will continue to be monitored. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was beeping for several months. Technical services (ts) reviewed the reports and noted that there were several out of range pacing impedance alerts on the right ventricular (rv) channel dating several months back. The impedance was high out of range. The device was reprogrammed. Ts provided additional reprogramming suggestions. The patient will continue to be monitored. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.